Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's request for a log review has been completed. The pump module sn (B)(4) was programmed to infuse the drug cisatracurium (nimbex) on (B)(4) 2014 at 08:58pm. The infusion dosing was titrated several times and new vtbi entered several times leading up to the reported time of interest. The infusion was turned off on (B)(6) 2015 approx 09:32am. Thr primary volume infused (pvi) was recorded at 462.34ml when the infusion was turned off. At 01:24pm on (B)(6) 2015 the pump module sn (B)(4) was programmed to infuse the drug clevidipine cleviprex. It could not be ascertained from the log analysis if a bag change occurred with the new programming. The infusion was programmed to infuse at the rate of 2ml/h (dose=1mg/h) and continued until 08:08pm when a user entered a new vtbi of 150ml and continued the infusion. On (B)(6) 2015 at 06:46am a user accessed the pump module but made no programming changes. At 10:37am a user entered a new rate of 4.7ml/h (dose=2.35mg/h) and within a few seconds of having made the rate change, returned the rate back to 2ml/h. About 07:23pm a user accessed the pump module twice but made no programming changes. At 09:06pm the pump module was turned off. At 09:07pm the pump module was reprogrammed to infuse the drug cisatracurium (nimbex). The total calculated pvi for the drug clevidipine cleviprex was 63.37ml. The root cause of the customer's reported event was determined to be programming issue. The customer did not return any devices for investigation. No device malfunction was alleged or is believed to have occurred.

Event description:
The customer requested an event log review to provide info about when an infusion was started for cleviprex. Nimbex (cisatracurium besylate) had been infusing for several days and was briefly put on hold during (B)(6) 2015 -(B)(6) 2015. At 1900 on (B)(6) 2015 the nurse noted that nimbex was being infused using the guardrails selection for cleviprex. The customer believes that the user mistakenly selected cleviprex during programming as cleviprex is the next medication down from cisatracurium in the guardrails medication list. It was noted that the patient was receiving 2ml/hr of nimbex (cisatracurium besylate) which equated to a dose of approx 0.5mcg/kg/min; the usual dose range is 3-10mcg/kg/min. Upon noting the incorrect drug selection on the pump, the nurse reprogrammed the infusion and assessed the patient, whose train of fours and respiratory status were stable. The patient later expired after the family requested withdrawal of care; it is unk if this was related to the infusion event. Although requested, no further patient or event info was provided.